Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.